Manufacturer narrative:
The last calibration was performed on 06-oct-2021 and no alarms were noted. The qc met the acceptance criteria. There is no indication for a performance issue of the reagent. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found a defective valve with a visible leak at the tubing connection. The fse replaced the valves, the ise and sipper syringe seals, and the tubing to the reference acrylic block. The fse performed an ise check, mechanism check, and precision test. These checks met the respective acceptance criteria. The investigation determined the issue identified by the fse was the cause of the event.

Event description:
The initial reporter states they received discrepant results for seven patient samples tested on the cobas 6000 c (501) module. Affected assays include: ise indirect na, k, ci for gen.2. All initial results were reported outside of the laboratory where they were questioned by a doctor. All samples were initially tested on the complained c 501 analyzer (c 501 #1). Sample 5 was repeated on the same analyzer. All samples were also repeated on a second c 501 system (c 501 #2). The repeat values from c 501 #2 were believed to be correct. The na electrode lot number was j97, with an expiration date of 22-nov-2021. The k electrode lot number was w96, with an expiration date of 01-may-2022. The cl electrode lot number was g33, with an expiration date of 21-feb-2022.